Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft was attempted to be implanted in the patient for an endovascular treatment. During the index procedure, it was discovered that the screw gear of the valiant delivery system was cracked. The device was replaced with another valiant stent graft and the procedure was completed without incident. Per the physician, the cause of the event was related to the device. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
The complaint was not confirmed the parting line between the two screwgear halves results in a small gap between the two components, which is within specification. The root cause of the event could not be conclusively determined; however, was likely due to the user mistaking the parting line for device damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information that the patient was originally being treated for an aortic dissection. The device was inserted into the patient during the procedure and it was not reported whether the crack in the screw gear was observed before or after the device had been inserted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the complaint was confirmed; there was a crack in the screw gear. The root cause of the event could not conclusively be determined; however, may be due to shipping and handling. The returned original packaging had damage to the box; however, the tray was not returned. The damage to the delivery system indicates that extreme force was used in order to sustain damage in that specific area. If information is provided in the future, a supplemental report will be issued.